Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer's blood glucose level was elevated (536 mg/dl) with ketones. Customer changed the cartridge/infusion set, changed the infusion site twice, and administered a manual insulin injection. Bg level improved to 252 mg/dl. System check was performed with tandem technical support and the pump performed as intended. Recommendation was made to change out supplies, including insulin and consult with health care provider.